Event description:
During a case, there was no sound from the thd doppler probe device. The staff noticed the signal in the display of the revolution device, but no sound could be heard out of it. Then, a new thd doppler probe was used and the treatment initiated and completed as usual. A "warning" message was displayed by the thd revolution, although the "warning number" was not reported.

Manufacturer narrative:
The device was sent to thd spa (B)(4). Additional information could be provided upon completion of the technical investigation.